Event description:
It was reported that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was not performed at time of the call and further information was not provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.